Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation. A "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.